Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure there was noise on the right ventricular (rv) channel that was oversensed. Air bubbles in the header was the suspected cause. The physician closed the pocket and the oversensing of noise did not dissipate. Boston scientific technical services (ts) was consulted and discussed that air bubbles usually resolve within the first 24 hours. Further information from the field representative noted that the noise resolved shortly after the phone call with ts and no intervention was performed. It was noted that the patient had an underlying rhythm thus no pacing inhibition or asystole occurred. The cardiac resynchronization therapy defibrillator (crt-d) and rv lead remain in service and no adverse patient effects were reported.